Event description:
During a pci procedure, the balloon of the maverick2 monorail ptca catheter ruptured at 8 atms. The number of inflations and to what atems is unk. It is further reported that blood came back into the inflation device. The lesion being treated was a calcified, 75% stenotic lesion in the trunk of the left main (lm) coronary artery. The procedure was successfully completed with naother device. No pt injuries or complaications were reported. Pt status is reported as 'good'.